Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the 23mm sapien deployed in a 60/40 aortic fashion, with trace paravalvular leak (pvl), but moderate to severe central aortic insufficiency (cai) noted. At first one leaflet wouldn't close, but with wire manipulation the team was able to get the third leaflet to function normally. However, the cai stayed the same, moderate-to severe. Wire & catheter manipulations were attempted, but the central leak remained the same. The team decided to deploy a 2nd valve in the exact same location. After the 2nd valve was deployed it was noted that the central leak decreased to trace. The patient was closed and extubated and is doing fine. The patient had moderate valve/leaflet calcification, no aortic root calcification and 35% ejection fraction.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the related work orders did not reveal any issues that could have contributed to the reported event. All valves are 100 percent tested for coaptation during manufacturing, prior to distribution. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the restricted leaflet is unknown; however, with wire manipulation the operator was able to get the leaflet to function normally. The cause of the cai was initially attributed to the restricted leaflet; however, the cai remained once the leaflet was functioning normally. Imaging of the case was not available to edwards for review. It is possible that the slightly aortic position of the valve was a contributing factor to the cai. Although the cause of the cai remains unclear, it was rectified with deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.